Manufacturer narrative:
(B)(4).

Event description:
Noise was reported on this rv lead. The device detected the noise and delivered therapy. The lead and device remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.